Event description:
Ap small band was implanted in 2019. The patient has abdominal pain over the access port. The port was visible under the skin. In mid-may 2024, the patient has a revision and relocation of the port.

Manufacturer narrative:
The reported device was not available for physical evaluation. The reporter provided the serial number of the device involved. The lot history record was reviewed, and no discrepancies or non-conformances were recorded. The product was manufactured according to specifications. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint could not be reviewed as the lot number was not provided. Limited investigation does not lead to a clear conclusion about the cause of the reported adverse event. Note: the company cannot verify the report and was unable to conduct further investigation due to the limited information that was provided by the reporter. Out of an abundance of caution and a desire for strict compliance, the company is reporting the limited information that was provided. Note: only the year for the implanted date was provided by the reporter.